Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial#: (B)(4) implanted: (B)(6) 2021, product type: catheter. Product ID: 8590-1, lot#: n060037, explanted: (B)(6) 2016, product type: accessory. Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen via an implantable infusion pump. It was reported that the pump site was infected and the system was explanted.